Event description:
It was reported that the patient with this pacemaker experienced shortness of breath (sob) and lightheadedness and was currently checked in the hospital. Boston scientific technical services consultant (ts) referred the patient to clinic. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker experienced shortness of breath (sob) and lightheadedness and was currently checked in the hospital. Boston scientific technical services consultant (ts) referred the patient to clinic. This pacemaker remains in service. No adverse patient effects were reported. Additional information received which indicates that the patient's symptoms did not correlate with anything seen through the device.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the device and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.